Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from the patient that an unknown duration post implant of this tricuspid bioprosthetic valve, the patient reported pain and difficulty walking. The patient's device may have been replaced. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.